Event description:
An adult, male consumer via e-mail stated that his oral-b io toothbrush would not sit securely in/on the charging station. The oral-b toothbrush head kept coming off mid-brushing and the entire oral-b toothbrush head came loose from the oral-b hand piece. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.